Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A clinical director reported that a chunk of plastic was stuck in the phacoemulsification sleeve irrigation port during a cataract procedure. The foreign material was seen by the surgeon after entering the anterior chamber but prior to stepping on the footswitch. The staff replaced the sleeve to continue the case. There was no harm to the patient. The clinical director indicated that they do not know where the material originated, but think it may have come from the balanced salt solution bottle, or the infusion sleeve.